Manufacturer narrative:
The lap sponge ring or blue loop are used for helping doctor to pull the lap sponge outside from the abdomen after operation. After operation, the patient will be treated with x-ray scan to check if any foreign component like ring or blue loop etc. Left inside the patient's body. Lap sponge ring contains barium sulfate, and it can be visible under x-ray, so even this ring left inside the patient's body, it can be detected under x-ray, so this problem did not result in serious injury or death. So need not remedial action for this problem.

Event description:
Lap sponge ring detached from sponge and was discovered or sponge count at which time it fell onto the floor and was retrieved by or staff. The sponge therefore was not used for procedure. The complaint lap sponge was medical action industries branded; however, the sponges were manufactured by (B)(4) province, jianerkang medical dressing co., ltd of (B)(4). Mw 5066601 was received from FDA for this occurrence as well.